Event description:
It was reported that the field representative called in for review of two stored episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) reviewed and found there was noise being oversensed due to low r-waves which resulted in one inappropriate shock. It was noted that the patient was at dialysis at the time and had severe abdominal cramping. Impedance for high voltage shock measured 125 ohms, and system impedance measured 95 ohms. Troubleshooting was performed and they reran auto-setup and no vectors were acceptable. The issue is present on secondary or alternate vector. Ts recommended checking other vectors while the patient is in the clinic. At this time, the system remains in service. No adverse patient effects were reported.